Event description:
It was reported that post-paced t-wave oversensing (pptwos) was noted on the device. Abbott technical support was contacted and reprogramming of the device was recommended. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.

Event description:
Additional information was received indicating the post-paced t-wave oversensing (pptwos) noted was due to fusion. The device was reprogrammed to resolve the event. The patient was in stable condition.